Manufacturer narrative:
(B)(4)

Event description:
It was reported that the 840 ventilator generated an alarm and shut down while on patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.